Event description:
Complaint indicated that the pt right siderail was broken. No injury reported.

Manufacturer narrative:
Tech found that the pt right siderail was not latching due to the base bolt had backed out. Replaced the base bolt with latch spares to resolve this issue. Bed found in basement repair area.